Event description:
It was reported that the patients leads migrated causing the patient to have an inadequate pain relief despite reprogramming done. The patient underwent a lead revision procedure wherein the leads were repositioned. The patient was doing well postoperatively. No device was explanted or added.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7108318.